Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntleigh received the customer complaint related to maxi sky 440 ceiling lift device. It was reported that the device stuck in use, in the high position. The emergency lowering function was not used and the resident was manually lowered by the caregivers and put back on the bed. There was no injury reported for the resident and the caregivers.

Manufacturer narrative:
Arjohuntleigh received information about an issue which occurred in (B)(6) located in (B)(6). It was reported that the maxi sky 440 ceiling lift stopped working when the patient attached to the device in the sling was raised to maximum up position. After 20 minutes, the patient was lowered manually by two caregivers and put back on the bed back. Fortunately, there was no injury reported. The involved ceiling device, maxi sky 440 was returned for further arjohuntleigh evaluation. Upon the inspection, it was noticed that a cblm plate was broken and to have come out of its intended position in the transmission worm gear. The cblm is a plastic component which moves left and right along with the worm gear, and it will touch two limit switches, one to the right and one to the left: if the limit switch to the right is triggered, it means there is a load supported by the lift strap, so the lift knows there is a patient in the device (called weight detection), if the limit switch to the left is triggered, it means the strap is starting to wind in the opposite direction, so the lower limit has been reached.) It was concluded that the cause of the cblm plate breaking down was a lack of sufficient clearance between the limit switch and the cblm plate due to a deformation of the post of the circuit support. The lack of clearance could cause increased friction when activating the weight detector limit and this increased friction could have put more strain on the tab of the cblm plate subsequently causing it to break prematurely. As a consequence, it was impossible to activate down function by pressing 'down' button on the device hand-control or control panel. Even though, the electrical components were found to be inoperable, it was still possible to activate manual emergency lowering feature and unwind the ceiling lift strap, according to product instruction for use. It is worth mentoring, that the ceiling devices are certificated in compliance with (B)(4) and (B)(4) what means that they are equipped with the safety features: an emergency stop (to shut off the electrical power and stop all functions) and emergency lowering system (to provide a safe way of getting the patient down onto a chair, bed or wheelchair). In case of the electrical functions failure occurrence, the ceiling lift lowering function is still operational. The emergency lowering, which activated in emergency situation, enable to manually unwind the ceiling lift strap and spreader bar and provide a safe lowering of the resident into a intended position. Procedure how to use this function is described step by step in the instruction for use ((B)(4)) delivered with each ceiling lift device. If the caregiver follows every guideline given in the IFU, there is a very low possibility of any potentially risky situation to occur. Based on the collected information, we were able to establish that the emergency tool was not used by caregiver due to lack of knowledge of this function. The inspection of ceiling lift device confirmed that the emergency lowering feature was fully operational and up to the manufacturer's specification (it could have been used by the caregiver staff to lower the patient). When reviewing similar reportable events registered in the last five years for maxi sky 440 and similar portable ceiling lifts, we have not found any cases with the same or a similar fault description. The issue voiced by the customer in this case appears to be an isolated occurrence. To sum up, the device was found to be not to manufacturer's specification, while it was being used for patient treatment because the lowering function not working. The device played a role in the event due to a malfunction although our investigation shows that risk was present not due to the device malfunction but due to the fact that the caregiver staff was not following the instructions for use as supplied with the device, as caregivers not using the risk mitigations (emergency lowering function) that are incorporated into the arjohuntleigh ceiling device. No adverse consequences occurred. The complaint has been decided to be reportable in abundance of caution - since we see from customer indications and our investigations that there was a manual release from the device by an operator that does not appear to have had knowledge of how to correctly use the device, which opens the door to the potential for patient harm.